Event description:
An error message was reported with the adc device. Customer received an errc-2 message on their meter display and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as fatigue and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of oral glucose for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader and no issues were observed. A built-in reader test was performed and the reader has passed the test. No error message was observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an errc-2 message on their meter display and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as fatigue and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of oral glucose for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.